Event description:
It was reported that a small volume folfusor overinfused during patient use. The expected therapy time was 42 hours; however, the pump was empty after 12 hours of infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of november 2023. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from july 13, 2023 - july 14, 2023. ¿h10: the actual device was not available; however, one companion sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.